Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise episodes of short duration. The patient would continue to be monitored as the noise was not causing any issues. The patient was in stable condition.